Event description:
It was reported the patient underwent routine heart transplant.

Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: it was reported that the patient underwent heart transplantation through the standard waiting list. No alarms or device-related issues were reported in association with the event. (B)(6) was returned assembled with the pump cable severed approximately 5.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. Mlp-019322 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Additionally it was found during investigation that visual inspection of the outflow graft revealed tissue accumulation consistent with extrinsic outflow graft obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure and to stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. No further information was provided. The manufacturer is closing the file on this event.